Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: all error patters very likely is improper handling, more precisely the application of external force, e.g. A fall. This may have damaged the ocular and the distal end and debris may get loose inside the scope that may impact the image production. Error pattern very likely indicates the impact of a major mechanical force caused a blow or a fall; the investigator also argues that it could indicate that the cause for the described issue is excessive use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the window unit and funnel cup were broken. The following non-reportable malfunctions were found during the device evaluation: there were dents on the object window and debris in the optical fiber. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the telescope "trueview ii" exhibited a broken window unit and funnel cup. There were no reports of patient involvement. Related patient identifiers are as follows: (B)(6).